Event description:
Pt had permanent pacermaker inserted on 6/30/95. Due to atrial lead malfunction the pt was returned to surgery on 7/1/95, for explantation of pacemaker and atrial lead wire. The pacemaker was replaced with a new pacemaker of the same type and a new atrial lead wire was inserted.